Event description:
The surgeon implanted this intraocular lens model cc4204bf into their right eye in 2002 and a few months prior to lens explant the pt had began noting some slight decrease in their visual acuity. Their distance vision was 20/20- with a slight decrease in near vision in the right eye. The surgeon had examined the pt and noted some clouding on the pt's posterior capsule. Info from the facility further clarifies the pt's state. The pt's near visual acuity was j1 however, they complained that objects looked foggy and hazy and small print was unclear. A brightness acuity test was performed and with bright light the pt's vision dropped to 20/40 in the operative eye. Further notes from the pt's chart indicate that there was 2-3+ granular opacification and 2+ capsular opacification in the operative eye. The surgeon chose not to perform a yag capsulotomy and instead decided to explant the lens in 2004.